Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device at the third-party service center, the device was visually inspected, no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted dust fail contamination. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
Correction was made to update the recall (z) number- z-1974-2021.